Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that were oversensed as ventricular tachycardia (vt). Technical services (ts) suspected a potential lead integrity issue but noted no pacing inhibition. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to correct field h6: impact codes, section h, updated to f10: inadequate/inappropriate treatment or diagnostic exposure.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that were oversensed as ventricular tachycardia (vt). Technical services (ts) suspected a potential lead integrity issue but noted no pacing inhibition. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.